Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. No max 2-hr alarms were found in the pump history. The pump was returned with the max 2-hr delivery set to 12.0u. The pump was run for 24 hours on a one unit per hour basal rate. No alarms occurred during that time. The history settings issue was unable to be duplicated during investigation due to the information from the complaint being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additional evaluation codes: methods code- (B)(4)